Manufacturer narrative:
.

Event description:
A report was received that the patient was suspected to have infection at the ipg site. Symptom included drainage at the site that was reportedly getting better. No medical treatment given yet.

Manufacturer narrative:
Additional information was received that the patient did not have an infection. It was reported that the incision site healed up on its own. It was believed that the event was due to the procedure. There will be no further course of action.

Event description:
A report was received that the patient was suspected to have infection at the ipg site. Symptom included drainage at the site that was reportedly getting better. No medical treatment given yet.